Manufacturer narrative:
Evaluation: a work order search was conducted and there were no similar records found within the work order.

Event description:
It was reported that the surgeon inserted a micl12.1 implantable collamer lens and the the lens flip after insertion. The surgeon was unable to flip the lens back so he removed it without enlarging the incision and another same model lens was implanted. No sutures were needed.